Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument cable that controls the tip broke. The procedure was completed with no reported injury.